Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup operation. The device was explanted and replaced due to the device approaching elective replacement indicator on (B)(6) 2013.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. After downloading the product code, normal function ensued.